Manufacturer narrative:
This product was manufactured in the u.s. But not marketed in the u.s. The lens was returned dry in a lens case/vial. Visual inspection found the optic torn/split, haptic torn/broken/bent/deformed, and foreign material on lens surface (not specified). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to implant a 13.7mm vticmo13.7 implantable collamer lens, -17.5/2.0/103 diopter, into the patient's right eye (od) on (B)(6) 2016. The lens tore/broke before injection into the eye (before corneal incision). The surgery was deferred, no damage on patient side.